Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿6 hours xylene¿ protocol comprising 206 cassettes which started in retort a at 17:43 on 08 march 2024 and completed successfully at 07:00 on 11 march 2024, and the ¿6 hours xylene¿ protocol comprising 94 cassettes which started in retort b at 17:44 on 08 march 2024 and completed successfully at 07:45 on 11 march 2024.the root cause for the ¿instrument has somehow ended up with water contaminating the xylene in bottle 12¿¿ could not be unequivocally established from the information available. Information available indicates that low carryover settings may have contributed to the reported issue.

Event description:
On 11 march 2024, the complainant contacted leica biosystems and the following information was documented: ¿instrument has somehow ended up with water contaminating the xylene in bottle 12 (mls) over the weekend we had 300 biopsies on one peloris processor, s/n (B)(6), which has somehow ended up with water contaminating the xylene in bottle 12. Initially we presumed this was some kind of human error with a rushed machine change on friday afternoon and were attempting to reprocess the blocks. However, in trying to do so the same machine, with all new reagents, alarmed as soon as it got to the first alcohol step, stating that there was a bottle issue with bottle 3 . We tried to drain, but there was a continued bottle issue and after 5 attempts, wiggling the connections etc. There is still residual alcohol in the retort and we are reprocessing the blocks on another processor...¿ on 15 march 2024, the assigned leica senior field service engineer (fse) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿checked the error message. Carried out annual service...¿ on 16 march 2024, the assigned leica applications consultant (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿was the tissue type and size normally what they would process on the 6hr protocol? Yes, tissue types and sizes processed on this run are normally what they process. This is the same across all three peloris instruments. Do they routinely process biopsies in the 6 hr protocol? Yes, on this run they process biopsies, prostate chippings, and skins (punch& curetting¿s)...I did notice that the carryover settings for their mega program was set at 25, which was way too low and was probably the cause of this issue. The carryover settings for their mega program on the other two processors were higher...I set them all the same at 75, I didn¿t want to raise it too much if 75 has been working well for them on the other processor so far...I spoke to staff, and they mentioned that when the tissue came off on monday poorly processed. They had put the tissue on another 6-hour run on their other processor, the tissue came off brittle however, the pathologists managed to diagnose the patients...they have been shown the reprocessing guide in the manual.¿ on 18 march 2024, the leica tac helpdesk engineer / field support engineer - pathology received information from the customer that the affected patient tissue samples were derived from one (1) ¿delayed start weekend processing; 6 hour protocol¿ protocol comprising 150 cassettes, which started in retort a at 18:00 on 08 march 2024 and completed at 07:00 on 11 march 2024 and one (1) ¿delayed start weekend processing; 6 hour protocol¿ protocol comprising 150 cassettes, which started in retort b at 18:00 on 08 march 2024 and completed at 07:00 on 11 march 2024. The type(s) of the affected patient tissue samples were documented as ¿various¿, the tissue artefact was described as ¿300 small tissue samples (skins and biopsies) poorly processed¿, and the affected tissue samples were reprocessed by ¿over-processed using different processor on 6 hour protocol¿. The customer also documented ¿water contamination of processing xylene (bottle 12) resulted in poorly processed tissue. Attempted use of the unit to reprocess the tissue resulted in error messages regarding failure of dehydrant from bottle 3 which would then not fully drain on request¿we initially thought it was human error re the xylene. The failure of the ethanol draining¿blocks reprocessed on different processor.¿ on 18 march 2024, leica biosystems melbourne received information from the leica applications consultant in relation to the patient tissue samples involved in this complaint: ¿according to staff, the tissue had been reprocessed on their other peloris. After putting the tissue on an additional 6-hour run, the quality was not great, quite brittle however, the pathologist managed to get sections that were enough to make a diagnosis. On 19 april 2024, leica biosystems melbourne received information from the leica applications consultant in relation to the patient tissue samples involved in this complaint: ¿I was told that tissues were all diagnosable. However, this week I managed to finally speak with the senior and she mentioned that out of roughly 300 biopsies 9 cases had been undiagnosable [sic] and a re-biopsy was suggested by the pathologist. They are currently still trying to put this information together...out of the 9 cases, only one case has successfully been re biopsied and diagnosed. They don¿t have any information about the other 8 yet.¿ as at 24 april 2024, no further information has been provided regarding details of the affected patients.